Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump did not always respond. The customer¿s blood glucose was unknown. Customer reported that she first pressed button which had caused her to mis-enter information. Customer also reported that the case around battery was broken. The insulin pump will not be returned for analysis.